Event description:
It was reported that the left ventricular (lv) lead was capped and replaced due to high thresholds. It was also reported that the device was explanted and replaced due to an unexpected longevity of only two years. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable biv defibrillator (B)(6) 2011; 694765 implantable defib lead (B)(6) 2011. (B)(4).